Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had black display after frozen screen. The blood glucose level of the customer was 14.3 mmol/l. The customer stated that the insulin pump had several alarms but they were unaware of which alarms they had. Troubleshooting was performed and the customer was advised that the insulin pump had to be replaced. The insulin pump will return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Insulin pump was monitored for 3 days. No blank display, black screen display anomaly, frozen screen or unexpected pump error alarms noted.